Event description:
The patient felt no stimulation sensation. It was unclear exactly when stimulation sensation was lost, but possibly coincided with a dog jumping on her implantable neurostimulator a week ago. The patient programmer did have telemetry with the implanted device. Three beeps were heard when attempting to adjust stimulation. The patient had also felt a hot and cold sensation at the implant site since (B) (6) 2009. The patient reportedly met with the field representative and did not report the event to the hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).